Manufacturer narrative:
The biomedical engineer reported that the issue was discovered during set-up for patient use. There were no delays in therapy, and no medical intervention was necessary. The biomedical engineer verified the blower temperature high error code in the log. The biomedical has not been able to duplicate the complaint during run-in. The product support followed up with the customer, and the customer reported that replaced blower assembly and after the testing unit had been returned to service, no other problems were found.

Manufacturer narrative:
Date of report: 17aug2021.

Event description:
The customer reported that the unit has an error code on device that says blower temperature high. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reported that the unit was on a patient. There was no patient harm, the alarm activated. Customer states unit alarmed blower temperature high. The unit was removed from patient without incident. Verified error code 1122 in log. The customer has not been able to duplicate the complaint during run-in. Product support recommended that customer replace blower assembly to correct the issue. Also discussed electrical grounding test and provided v60 service manual. Further information is pending.